Event description:
It was reported that multiple intermittent occlusions occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer disconnected from infusion site, filled tubing until it reached 10.2 units, then resumed insulin without giving a bolus.